Event description:
Per study adverse event form, this lead had high lv lead thresholds and phernic nerve stimulation. This lead became dislodged. The physician attempted to reposition the lead. This lead was abandoned.